Event description:
It was reported that the pt underwent a hip arthroscopy procedure on (B)(6) 2012, wherein the physician completed the procedure using a coblation wand. On (B)(6) 2012, the pt presented to a second physician complaining of pain in the joint space. An x-ray of the site was performed and a metal object was visualized in the joint capsule. On (B)(6)2012, the manufacturer was able to confirm that the wand used in the original procedure on (B)(6) was in fact an ambient super multivac 50 with finger switches arthrowand. On (B)(6) 2012, the second physician preformed a planned surgery to investigate the inflammation and to remove the foreign object, at the request of the pt. The procedure began as an arthroscopic procedure, but upon visualizing the piece, the physician was required to revert to open method. The piece was retrieved and removed from the joint space. The pt was reported as being healing normally.

Manufacturer narrative:
A lot number for the device was provided, however, that lot number was deemed invalid, therefore no date of manufacture, date of expiration, or device history record could be performed.